Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have not delivered high voltage therapy for an episode of true ventricular tachycardia (vt). Additionally, during the episode of true vt, the rv lead exhibited over-sensing, which resulted in an inappropriate shock to the patient due to the rv lead over-sensing. Corrective programming changes were made to turn off tachycardia therapy. The patient was stable throughout.